Event description:
It was discovered during service and repair pre-testing that the motor device had "no pressure release valve, loose set screws, low rotations per minute, a hole in the hose, and oil leak and was very loud". The alleged malfunctions were observed during testing. Therefore, the device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged malfunction. During pre-repair testing it was observed that the device "lose set screws, low rotations per minute, a hole in the hose, and oil leak and was very loud". Reliability engineering evaluated the device and confirmed that the device did not meet manufacturing specifications. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.